Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 2 events were reported for this quarter product return status: 2 devices were received for evaluation. Evaluation status: 2 events were confirmed during testing: the devices were found to be affected by overheating and paint chips. Product disposition: this device is not repairable and was not returned to the user facility. Additional information: there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device had paint chips missing and reportedly overheated. 2 events had no patient involvement; no patient impact.